Manufacturer narrative:
The impella cp was not returned for evaluation, as it was discarded following patient use and removal. The patient was reported to have chronic total occlusion in the right coronary artery, as well as diabetes. Chronic total occlusion (cto) causes a narrowing or blockage of the arteries due to atherosclerosis, which is a buildup of fatty deposits and plaque on the inner walls of arteries. Both diabetes and hypertension are increased risk factors for cto. Given that the patient had cto, it is likely that fatty deposits or plaque were already present in the vasculature. The insertion of the pump most likely caused a larger blockage of the vasculature in the right leg, leading to ischemia, although this could not be definitively determined, there are no other complaints associated with pumps from this lot relating to this failure mode. .

Event description:
On (B)(6) 2018 a (B)(6) male patient was admitted to the ER feeling unwell. The patient had a history of diabetes and hypertension, as well as mitral valve disease and chronic total occlusion in the right coronary artery. The patient was transferred to the cath lab and an impella cp was placed. The pump was inserted through the right femoral artery using a 14fr x 25cm oscor introducer. Later that night, the nurse reported that she was unable to get pulses in the patient's right foot and that the foot was cold. The decision ws made to remove the impella. Tee was weaned over 30 minutes and smoothly removed. A perclose was deployed, but the patient still had no pulses. The patient was then taken to the or and an endarterectomy was performed, which restored pulses in the leg. The patient had been successfully supported for 16 hours when the event occurred, and patient support was reported as successful, despite the reported ischemia. In addition, the patient was reported in stable condition.